Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer delivered correction bolus using pump, drank water to address high blood glucose, did not require help from others. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.